Event description:
Dexcom was made aware on 06-19-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with inflammation, pimples, drainage, and infection under the entire patch area which occurred 7 days after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. No photo was provided. The patient went to the emergency room (ER) for evaluation and the doctor performed an incision and drainage procedure on the area. The patient could not recall what medication was prescribed to him at the time. The patient was discharged home on the same day and was in stable condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).